Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having a no delivery alarm the day before and the day of hospitalization. Customer continued to bolus and ignored the alarm. Customer was sent to the emergency room and blood glucose was 500 mg/dl. Customer complained of diabetes ketoacidosis and high blood glucose. Customer was hospitalized for four days. The doctor wanted the insulin pump to be tested. No further information provided.